Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: fistula. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: - catalog #cxa280005, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on november 13, 2024, from the immediate study database: on (B)(6) 2024, this 64-year-old patient underwent endovascular treatment as an elective procedure for an abdominal aortic aneurysm with no iliac involvement. The patient was treated with two gore® excluder® conformable aaa endoprosthesis devices and three gore® excluder®aaa endoprosthesis devices in the suprarenal abdominal artery. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously on the left side. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no additional procedures and there was no type I or type iii endoleaks observed at the conclusion of the procedure. The patient was discharged home on (B)(6)2024. On (B)(6) 2024, the patient was noted to have an aorta-duodenal fistula related to the procedure. This resulted in inpatient or prolonged hospitalization and medical intervention. The event is noted to be ongoing, however the patient is noted to be receiving antibiotics as the treatment.

Manufacturer narrative:
Updated b5. Emdr section h6, added code f1901 to reflect additional information.

Event description:
On (B)(6), 2024, this 64-year-old patient underwent endovascular treatment as an elective procedure for an abdominal aortic aneurysm with no iliac involvement. The patient was treated with two gore® excluder® conformable aaa endoprosthesis devices and three gore® excluder®aaa endoprosthesis devices in the suprarenal abdominal artery. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously on the left side. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no additional procedures and there was no type I or type iii endoleaks observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the patient was noted to have an aorta-duodenal fistula related to the procedure. This resulted in inpatient or prolonged hospitalization and medical intervention. The event is noted to be ongoing; however, the patient is noted to be receiving antibiotics as the treatment. The following additional information was received. On (B)(6) 2024, devices were removed. (Detail is unknown).

Event description:
The following was reported to gore from the study database: on (B)(6) 2024, this 64-year-old patient underwent endovascular treatment as an elective procedure for an abdominal aortic aneurysm with no iliac involvement. The patient was treated with two gore® excluder® conformable aaa endoprosthesis devices and three gore® excluder®aaa endoprosthesis devices in the suprarenal abdominal artery. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously on the left side. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no additional procedures and there was no type I or type iii endoleaks observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the patient was noted to have an aorta-duodenal fistula related to the procedure. This resulted in inpatient or prolonged hospitalization and medical intervention. The event is noted to be ongoing; however, the patient is noted to be receiving antibiotics as the treatment. The following additional information was received. On november 19, 2024, devices were removed. (Detail is unknown). The following additional information was received. On (B)(6) 2024, it was noted the patient had a vascular stent infection. The event is noted to be ongoing. This resulted in inpatient or prolonged hospitalization and medical intervention which included antibiotics. The device is noted to be explanted on (B)(6) 2024 and the patient discharged from the clinical study.

Manufacturer narrative:
Updated a1 and b5. Emdr section h6, code e1906 added to reflect results of additional information.